Manufacturer narrative:
Section a3a, a3b, a5, patient information: unknown/not provided. Section a6, race: the customer responded ¿caucasian¿. Section d4, model: unknown due to the serial number not being provided. Section d4, catalog number: partial information provided due to the unknown serial number. Section d4, serial number: unknown/not provided. Section d4, expiration date: unknown as the serial number was not provided section d4, unique identifier (UDI) number: a partial UDI was provided as the serial number is not available. Section d6b, if explanted, give date: not applicable as the iol remains implanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 device manufacture date: unknown due to the serial number not being provided. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) toric intraocular lens (iol) model diu375 was implanted and placed in large capsulotomy. The capsulorhexis was converted to a capsulotomy due to a radial tear in the anterior capsule. Postoperatively, the patient is taking glaucoma medications and had paracentesis burp to lower eye pressure. They were also given a subtenon's kenalog injection postoperatively. Reportedly, the haptic joint is rubbing against the iris. At one day postoperative, there was excessive pigment release as the haptics were exposed in a large capsulotomy opening. This led to iris chafing which caused excess pigment dispersion and elevated ocular pressure. The patient's vision post-op was recorded at 20/20 ucva (uncorrected visual acuity) however there is pigment dispersion and elevated intraocular pressure controlled with glaucoma medication. The iol needs to be explanted. Dr. (B)(6) will attempt to explant the iol and exchange it for a 3 piece sulcus lens. The explant is scheduled for (B)(6) 2024. No further information was provided.

Manufacturer narrative:
This is to correct the initial report because it inadvertently missed a clinical code in section h6. This report provides the correction below. Section h6, health effect - clinical code: 4581 captures device decentered or dislocated or tilted subluxated or wrong position. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.